Manufacturer narrative:
The customer contacted a siemens customer care center and stated that he had replaced the integrated multi-sensor technology (imt) proactively because it had 14 hours remaining. Ccc dispatched a siemens customer service engineer (cse) to the customer site. While evaluating the instrument, the cse found high resistance ohm readings on all pump panels, the imt diluent solenoid and syringe. The cse detailed all panels, lowering the ohm resistance. The cse ran system check, resulting within specification. The cse ran precision, resulting satisfactory. The cse ran electrolytes qc, resulting within specifications. The cause of the discordant, falsely depressed na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on three patient samples on a dimension exl 200 instrument. A discordant, falsely low chloride result was also obtained on one of the three samples. The discordant results were reported to the physician(s). The physician questioned the na and cl results for the patient with patient ID (B)(6) . The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.